Event description:
The infection control nurse informed steris that three patients who received knee arthroscopy procedures were readmitted to the hospital 10 days post op for knee infections. The hospital's concern was that the instruments used in the procedures were all processed in the steris system 1.